Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was fluctuating for a short period of time. Customer charged pump and reportedly, there were no additional issues with the gauge. Customer's blood glucose was 120-200 mg/dl.